Event description:
Info rec'd indicates the intellidrive goes backwards when the push handles are moved forward.

Manufacturer narrative:
The tech found that the connection for the right push handle in p3 is not connecting properly. He replaced the handle strain gauge assembly to repair the bed.